Event description:
It was reported that the patient was recovering from increased seizures and recent injuries due to increased seizure activity. Reportedly the patient had experienced an increase in seizures due to battery depletion. The manufacturer's battery life calculator was unable to confirm battery depletion. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the increased seizures was clarified not to be related to the vns by the physician. The patient's planned surgery is prophylactic as the physician does not want to imagine the patient losing therapy.

Event description:
It was reported by the physician that the patient had benefitted greatly from the vns and that there was no belief that the patient had increased seizures because of a malfunction or stimulation. In fact, he said that the patient's eegs were the best that he'd ever seen them. There was no battery status indicator. With regards to the increased seizures, he said that the patient had been very stressed. The patient's surgery referral was prophylactic, as the physician said that he dreaded to see what would happen if the patient lost therapy. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. Product return is not expected. No further relevant information has been received to date.